Manufacturer narrative:
One zimmer latchlock hex driver was returned for inspection. Visual examination revealed that the product shows signs of wear consistent with use. The hex connector is similarly worn. The product was functionally tested. The driver assembled correctly with a mating implant and implant mount, and disengaged as normal. The reported event is therefore unconfirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were two (2) additional related complaints for this product lot that would be considered as a similar incident. Appropriate documentation was reviewed and the following information was identified: instructions for use for screw-vent implants¿ 9665 rev 0- 09/14. Information identified: technique information ¿ step 6 rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex driver or hex drill [rh2.5, rhl2.5,rhd2.5]. Additionally, the fixture mount/transfer can be used as a temporary abutment for provisional restorations. For more detailed instructions, please refer to the tapered screw-vent and screw-vent implants surgical manual (B)(4). The complaint alleges the hex driver was would not assemble. The alleged event was unconfirmed following inspection. A root cause for the complaint could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Distributor reported on behalf of the dentist.

Event description:
It was reported that doctor indicated driver malfunction. Doctor reported that retaining driver did not release from implant.